Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: exact date is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that on an unknown date, the depth gauge, handle with quick coupling, two (2) hexagonal screwdriver, and dynamic hip system/dynamic condylar system guide shaft were tagged as broken in medical device reprocessing department (mdrd). There were no patient or procedure involvement. This report is for one (1) handle with quick coupling this is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 311.43; synthes lot: 4758813; release to warehouse date: april 07, 2004; manufacturing site: synthes brandywine no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified minor superficial surface wear, but no broken components were observed. Therefore, the received condition does not agree with the reported condition of breakage and this complaint is not confirmed. Functional test: the collar translated and sprung back as intended when functionally tested. A mating device was not returned so functionality of the coupling interface could not be tested. Device history record (DHR) review: the returned device was manufactured in april 2004. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Document/specification review: assembly design drawings were reviewed during this investigation. The handle with quick coupling (311.43) is a versatile, reusable instrument used to accommodate taps, countersinks, and screwdriver shafts, and it is included in multiple sets, including trauma, cmf, and spine systems. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: as no broken components were identified, a dimensional inspection during this investigation is not warranted. Material analysis: as no broken components were identified, a material analysis during this investigation is not warranted. Conclusion: a definitive root cause for the reported condition of broken could not be determined based on the provided information. Only minor superficial surface wear was observed on the returned device, no broken components were observed. This complaint is not confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.